Event description:
The customer contacted philips for requested estimate for bench repair. Further information provided was that the ECG connector was broken. There was no reported patient involvement / adverse patient impact.